Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 7/2/2024, that on 6/27/2024 the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with cellulites and an abscess, covering an unknown part of the skin, which occurred an unknown number of days after the sensor had been inserted. The reaction was treated with a prescription of an antibiotic (based on the cellulitis, this would have been orally). No photo was provided. There was no documentation of medical intervention. No additional patient or event information is available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.